Manufacturer narrative:
(B)(4). Investigation summary: evaluation and functional testing of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument is not locking down in order to clamp the patella while the cement is hardening. It catches sometimes but then does not other times. Nothing was broken off of the instrument and surgery time was not extended.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary evaluation and functional testing of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.